Manufacturer narrative:
Weight: unk. Ethinicity: unk. Race: unk. If explanted,give date: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -07.50/+1.0/112 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2024. The lens was reported as having low vaulting and the surgeon has decided to leave the lens in the eye. Patient will return for follow-up visit in 5 months.